Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited sensing anomaly and high capture threshold. Fluoroscopy was performed and revealed that the lead had dislodged. During device change out procedure, the lead was capped and replaced successfully. The patient was fine.